Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm which was unable to verified. Customer was called back after installing a new battery, monitored the pump for two hours and frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Software version 4.11j. Retainer ring clear. Customer returned device for an alleged frozen screen and e or a alarm unspecified found on 11-jan-2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. However, damage to the retainer ring was noted during visual inspection. The device passed the displacement test, active current test, sleep current test and self-test. No frozen screen noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage, and loaded voltage were within specific range. No alarms or alerts noted during testing, however, failed battery test alarm occurred multiple times on 01/11/2022 06:19:49 was found in the history files or traces. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, keypad overlay peeling, partially detached retainer, and cracked retainer. Frozen screen not confirmed. E or a alarm unspecified was not confirmed during testing. Cosmetic damage was confirmed at the retainer ring. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.